Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head showed communication error e224 during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 (UDI), d8, d9, h2, h3, h4, h6, h11. The device was returned to the repair center for inspection and the reported failure (camera head communication error e224) was not confirmed. Based on the results of the investigation a root cause could not be identified, since the failure was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.